Manufacturer narrative:
No device malfunction occurred. The sc reviewed the clinical audit log remotely and noted that there was an svt yellow alarm followed by an extreme tachy which was silenced. These alarms were followed by high rate a-fib (yellow) which was also silenced. The alarm settings were reviewed and alarm reminder time is set at 3 minutes. The sc explained to the customer about alarm behaviors and reminders. This is considered a user misunderstanding (algorithm and alarm behavior).

Event description:
The customer reported that a patient had a high hr alarm but there was no audio. The customer indicated that the patient required cardioversion, thus this is considered a serious injury.